Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2367. This occurred during a drain cycle of peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. Additional information was requested and is not available.